Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant, when connecting the right ventricular (rv) lead, after turning the torque wrench to fix it, the wrench became stuck in the device header. The situation did not change even after trying to pull the torque wrench out by rotating it in a half-clockwise direction. When the torque wrench was turned further, the crt-d set screw came off, so it was pulled out along with the torque wrench. After that, a new set screw was set again, but a hole that could be seen through the grommet was formed in a series of operations. The crt-d was not implanted, was replaced with a new device. No patient complications have been reported as a result of this event.